Event description:
It was reported that on (B)(6) 2026, a 12f amulet delivery sheath was chosen for a procedure. The issue was identified after device preparation, during the connection between the occluder and the sheath. During this connection attempt, the loader became damaged, and the luer lock connection between the loader and the sheath was compromised. The system was leaking, and a small amount of blood escaped. During the investigation into why the connection was not possible, it was observed that the sheath was bent and the loader was invaginated. The leak was identified at the interface between the loader and the sheath due to the damaged luer lock, which prevented a secure connection; the leak did not originate from the device itself or from the hemostasis valve. The leak originated from damage to the luer lock at the connection point between the occluder and the sheath, and not from the hemostasis valve; it was neither saline nor hemostasis valve-related leakage. The leak was noted during the connection attempt when the connection did not engage properly and a small amount of blood loss was observed. Upon recognition of the leak, the occluder was immediately disconnected from the sheath. The estimated volume of leakage was not greater than 200 ml, and there was no relevant or clinically significant loss of blood. There was no clinically significant delay to the procedure. The device was not handled or manipulated prior to the observation of the defect, and no crack was noted on the device. The patient remained hemodynamically stable throughout the procedure and is reported to be stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.